Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues arise again.